Event description:
It is reported that a customer received an alarm on their insulin pump even after replacing the batteries with new ones. The patient's blood glucose level was at 207 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided

Manufacturer narrative:
Findings: pump passed displacement test, operating currents, self test, off no power, a21 error test, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No a21 alarm, no a17 alarm and no unexpected low battery alarm noted. Low reservoir alarm function properly during test. Unit received intermittent button response due to corroded keypad traces. No button error alarm. Pump received with minor scratched display window. Unit received cracked case at display window corner. Pump received with cracked reservoir tube lip. Pump received with cracked case at reservoir tube window corner. Unit received missing end cap sticker.